Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a preface sheath. During the procedure, it was noted that the hemostatic valve was broken and it was easy to have air go in. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. The bwi failure analysis lab received the product. They noted the returned catheter condition of a small gap between the molded hub and the brim cap with some reddish brown material inside the area. Also the shaft was bent about 45 cm and about 53 cm from the distal end. We are not clear as to the extent of damage of the original reported issue. After review of the returned catheter condition of the gap between the molded hub and the brim cap with some reddish brown material inside the area, it was not known if the brim cap fully separated and was put back together before returning the product. Therefore, to be conservative, we are reporting this issue. Also, the shaft bent issue has been assessed as not reportable as the integrity of the catheter was not compromised. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a preface sheath. During the procedure, it was noted that the hemostatic valve was broken and it was easy to have air go in. The issue was resolved by changing the sheath. The procedure was completed without patient consequence. Upon receipt, a first visual inspection was performed and a small gap between the molded hub and brim cap with some reddish brown material inside the area was found. Shaft was found bent. A microscopic analysis was performed to the hemostasis valve and no gap or any other anomalies were observed between molded hub and brim cap. Brim cap, retention ring and gasket assemblies were found in good conditions and free of damages. Therefore, water was flushed inside the catheter and no leakage was observed on the hemostasis valve hub. A dimensional analysis of the device body was performed near the kinked areas and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint reported was not confirmed.